Event description:
The customer left a product review on the company's website stating that they experienced a backache several hours after inserting the device so they decided to remove it, but that they were unsuccessful despite multiple attempts. The event occurred the first time the customer used the device. The customer states that they sought medical assistance from their obgyn who successfully removed the device, and told them that the device had "created a suction/seal". The customer reported no adverse symptoms as a result of the medically assisted removal of the device. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.